Event description:
Boston scientific received information that this implantable lead and associated device displayed pacing impedance measurements of greater than 2000 ohms. The local boston scientific field representative reported that the impedance measurements had been gradually on the rise for the year prior. An increase in pacing threshold measurement was also reported. The system was being monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.